Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 130 ohms. Upon review, there had been a gradual rise over the years. During the check-up in the clinic there was no other evidence of malfunction or noise at the manipulations. The physician suspected that the abnormal impedance measurements could be related to lead fibrosis and requested analysis. Technical services (ts) recommended troubleshooting options. This lead currently remains in service. No adverse patient effects were reported.